Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported right side rupture diagnosed by MRI and ultrasound. Device has been explanted and replaced with a non-allergan device.

Event description:
Physician reported right side rupture diagnosed by MRI and ultrasound. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. In the photos observed two devices, it¿s not labeled for side explanted, a device appears to be intact and the other have an opening. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Physician reporting a right side rupture. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h10. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, broken device on posterior side assessed as surgical impact opening. (Shell thickness was within specification). Additional observations: ¿ brown particles on the surface of the shell. ¿ non penetrating nicks observed.